Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2 years remaining to elective replacement indicator (eri). Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2 years remaining to elective replacement indicator (eri). Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. Subsequently, this device was explanted. No additional adverse patient effects were reported.